Manufacturer narrative:
Insulin pump passed unexpected restart error test. No unexpected restart alarm noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received with reservoir tube lip completely broken off noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected error. The customer¿s blood glucose level was 9 mmol/l. Customer was assisted with troubleshooting for unexpected restart error and state that unexpected error reoccurred after battery changed. Customer was able to rewind the insulin pump. The device will be returned for analysis.